Event description:
The pt reported that her infusion device is over-delivering insulin due to the infusion device being dropped several times and extensively damaged. Most of the damage was around the #3 battery slot from previous drops. When the pt dropped the device in 2006, part of the device case broke off. Within one hour of dropping her infusion device, the pt reported that her blood glucose was low, but no value was provided. She also reported that this infusion device was still working after the drop. The pt contacted her sister, because she became faint while at the store. Her sister drove her home and the pt ate to correct her low blood glucose. The pt also switched to her back-up device. The product has been requested for return to be evaluated.